Event description:
It was reported that a hair was discovered inside the sterile peel packaging of the outer layer.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.